Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the pronto measures high. The customer has compared it to (2) other pronto units and the hemocue. The other 2 units measure close, as does the hemocue device, but this pronto is reading 3 to 4 higher. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event.